Event description:
It wait was reported that the burr was stuck in the lesion. A rotapro 1.25mm was selected for treatment of the target lesion. After introducing the burr to the target lesion, the physician noticed a stuck indication. They removed the device from the patient and used another of the same device to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was not returned to the complaint investigation site for analysis. The instructions for use include testing of the device before usage within the body and state that use of the device is to be discontinued if evidence of a failure or damage is present. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure. Therefore, based on a thorough review of the device history record and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure.

Event description:
It wait was reported that the burr was stuck in the lesion. A rotapro 1.25mm was selected for treatment of the target lesion. After introducing the burr to the target lesion, the physician noticed a stuck indication. They removed the device from the patient and used another of the same device to successfully complete the procedure. There were no patient complications.